Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. The analyst noted that visual analysis found there was only a tiny cut on the outer insulation, and that allows blood ingress on the proximal conductor. The amount of blood leads us to conclude that the outer insulation breach occurred during implant procedure, and it is likely the cause for the complaint of undersensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional concomitant medical products: 6725 pin plug; implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that later in the day post-explant of an atrial lead, the right ventricular (rv) lead dislodged, with intermittent undersensing and overpacing noted. The rv lead was explanted the next day. No patient complications have been reported as a result of this event.